Event description:
Per the clinic, the patient experienced a loss of connection to the internal device subsequent to sustaining a head trauma on (B)(6), 2014. The device was explanted on (B)(6)2014.

Manufacturer narrative:
(B)(4): device not yet received by manufacturer.